Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and the clinical reason was irregular astigmatism induced by lens. The lens was later exchanged with a monofocal lens in a secondary procedure. Additional information was requested, but further no information was available.

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but same diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. Hence the file was downgraded to non-reportable.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).